Event description:
It was reported that catheter stuck on guidewire occurred. An angiojet zelantedvt catheter was used in a thrombectomy procedure. During withdrawal, the device was stuck with a non-bsc wire. The devices were removed from the patient's body together. The procedure was completed successfully. No patient complications were reported.